Event description:
It was alleged that during use on a patient the pump freeflowed. It was noted that nitroprusside was being adminstered at 10ml/hr with vtbi of 250ml and the bag exhibited uncontrolled flow. There was no reported patient consequence or injury.